Event description:
It was reported to MFR by facility, staff member discovered resident on 5:50 rounds. Resident head was stuck at the end of the side rail between the mattress and rail. Their torso/rest of their body kneeling on floor toward the bed, knees in mat by bed arms down flat. Per facility family insisted on use of side rails for resident for positioning in bed and family signed consent for use of side rails. Also per facility interventions included perimeter mattress on bed, a tabs alarm, (unk of went off or not), bolster between mattress and side rail, and safety mat on the floor.